Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that distal embolization and vessel spasm are potential adverse events that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat a 75% stenosed, 6.00mm-diameter, 20.00mm-long, 270-degree-arc calcified lesion in the right proximal superficial femoral artery (sfa) via left femoral access. Two low-speed, three medium-speed and two high-speed treatments were performed. Percutaneous old balloon angioplasty (poba) and drug-coated balloon (dcb) treatment followed. No complications were observed following the atherectomy, poba and dcb treatment. Core lab angiographic imaging observed new posterior tibial occlusion after atherectomy and was unable to rule out embolus or wire injury. The clinical event committee (cec) reviewed the images and concluded that the oad was related to the distal embolization. The cec also concluded that a peripheral artery vasospasm was probably related to the oad. No further information is available.